Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) although specific value was not provided. Cause was not known. Reportedly, due to the elevated bg, the customer lost consciousness and required paramedics to do a wellness check. Recommendation was made to consult a healthcare provider in regards to diabetes management.